Manufacturer narrative:
During the procedure the image displayed on the monitor in the surgical room was not available. The harmony iq integration system required a restart subsequently causing a delay in the procedure. After the image was restored the patient procedure was completed successfully. No report of injury. A steris service technician arrived onsite to inspect the harmony iq integration system and found that the system's hard drive required replacement. The technician replaced the hard drive, tested the system, and confirmed it to be operating properly. No additional issues have been noted since replacement of the hard drive.

Event description:
The user facility reported that during a patient procedure their harmony iq integration system did not operate properly.